Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tip of the patient line of the cassette either became disconnected or was never there. The event was reported to have occurred during use on the homechoice machine. The technical service representative assisted the caregiver to start over with new supplies. No patient injury or medical intervention was reported as a result of this event. No additional information is available.